Event description:
It was reported the device was sent in for repair, no additional information was provided. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged top case. Motor not running alarm has been found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined the root causes were from the motor, and the contaminated worm coupling. The motor, worm coupling, and top case were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.